Event description:
The customer contact reported that during incoming inspection prior to release for clinical use, the pump did not sound an audible alarm tone during an alarm condition. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm done during an alarm condition. This was due to a disconnected connector. This report represents all the info known by the reporter upon query by hospira personnel.